Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the balloon burst was inconclusive because the sample returned for investigation was of a non-bard product. The complainant implicated two devices, provided photos of one non-bard device, and provided a bard part number for a tri-funnel replacement device. It could not be confirmed with the complainant if the bard sample was affected. No bard sample was returned for investigation. A review of the photo showed material discoloration with the balloon. It was reported that the balloon burst on one of the samples 7 months after placement. The IFU for the bard tri-funnel replacement device states, "for optimal performance, the bard tri-funnel tube should be replaced every 30 days or as required to ensure balloon patency and an unoccluded tube lumen." Based on the description of the reported event, possible contributing factors include over-inflation, improper technique for checking inflation volume, and material degradation due to extended use; however, the lack of a returned bard sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Event description:
It was reported by the patient that he had a g-tube and the balloon burst and came out.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that he had a g-tube and the balloon burst and came out. This report addresses event two.